Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual"), menstrual disorder ("blood clot"), rash ("rash"), abdominal distension ("bloating") and polyp ("polyps") and was found to have uterine leiomyoma ("fibroids"). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, menstrual disorder, rash, abdominal distension, polyp and uterine leiomyoma had not resolved. The reporter considered abdominal distension, heavy menstrual bleeding, menstrual disorder, pelvic pain, polyp, rash and uterine leiomyoma to be related to essure. The reporter commented: I am in the process of finding an experienced physician to remove this horrible device. It has caused severe medical issues. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a 42-year-old female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced pelvic pain (seriousness criterion medically significant), heavy menstrual bleeding ("heavy menstrual"), menstrual disorder ("blood clot"), rash ("rash"), abdominal distension ("bloating") and polyp ("polyps") and was found to have uterine leiomyoma ("fibroids"). Essure treatment was not changed. At the time of the report, the pelvic pain, heavy menstrual bleeding, menstrual disorder, rash, abdominal distension, polyp and uterine leiomyoma had not resolved. The reporter considered abdominal distension, heavy menstrual bleeding, menstrual disorder, pelvic pain, polyp, rash and uterine leiomyoma to be related to essure. The reporter commented: I am in the process of finding an experienced physician to remove this horrible device. It has caused severe medical issues. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jan-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.